Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 1.19 mcg/day) via an implantable infusion pump. The indication for use was not noted. The pump was last interrogated on (B)(6) 2015. An MRI occurred on (B)(6) 2015 at 11:30 am. A motor stall was seen at the initial interrogation, and at 3:15 pm the stall had reportedly not recovered. The logs were read and a recovery had not occurred. No medical symptoms were reported. The company representative (rep) was contacted for additional information; however, the rep was not aware of the event and had no additional information. Additional information was requested regarding what troubleshooting/actions/interventions occurred and whether the motor stall recovered. Should this information become available, a follow-up will be submitted.